Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Based on the lack of historical information (medical/surgical history, comorbidities, medication regime) as well as the patient's course of hospitalization, a possible association between the liberty cycler and the adverse event of patient. Of chest pain and subsequent hospitalization cannot be determined. However, there has not been any allegation against the liberty cycler and the events of chest pain and hospitalization.

Event description:
A peritoneal dialysis (pd) patient's contact stated during peritoneal dialysis treatment the pd patient reporting having chest pain and disconnected from the cycler and was taken to the hospital. Contact would like to know how to resume treatment (tx) once they return from the hospital. Technical support referred patient's contact to the nurse before re-setting up with all new supplies due to being treatment based. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient had been hospitalized on (B)(6) 2017 with a chief complaint of chest pain. The pdrn stated the patient was dialyzing prior to the reported chest pain and was disconnected from the cycler to be taken to the hospital. Per pdrn it was unknown if the patient¿s dialysis may have caused or contributed to the reported chest pain and subsequent hospitalization event. Per pdrn she was unable to provide any additional information at this time, and stated the patient¿s cardiologist did not work out of this clinic. Source documents in the file were also reviewed by a post markset surveillance clinician. It was reported that this pd patient had experienced an episode of chest pain during a treatment on (B)(6) 2017. The patient disconnected from the liberty cycler and proceeded to the hospital for care. The hospitalization course is unknown. In an attempt to retrieve additional information a call was placed to the pd patient's nurse at the peritoneal dialysis pd clinic, who was unable to provide any additional information. Medical records were requested.